Manufacturer narrative:
Additional 510k numbers are k011245 and k002188. Zimmer biomet complaint number (B)(4); product location unknown.

Event description:
It was reported that the fixture mount transfer (spmb12) fractured during implant placement. The doctor used another implant to complete the procedure in the same surgery.

Manufacturer narrative:
One swissplus tapered implant mount was returned for inspection with corresponding mount screw. Visual inspection revealed minimum wear about the mount body. The screw is damaged at the collar. It was confirmed that the mount hex was fractured. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for swissplus® and tapered swissplus®, implants 9967 rev 0-09/14, information identified: technique information ¿ step 6. Rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex tool or hex drill: 2.5mmd internal hex implants - rh2.5, rhl2.5, rhd2.5; 3.0mmd internal octagon implants ¿ ot3.0-s, otl3.0-s. Additionally, the fixture mount/transfer can be used as a temporary or final abutment for provisional or final restorations. A root cause for the complaint could not be determined. The following sections have been updated: date of this report, manufacturer, device expiration, UDI#: (B)(4). Concomitant medical products: device availability, initial reporter name and address: narrative for unknown reporter's email was not included in the initial report. MFR site: contact office, report source: manufacturer's contact office, date received by manufacturer, checked "follow-up", checked follow-up type, device evaluated by MFR: changed "no" to "yes", date of manufacture, entered evaluation codes, added manufacturer narrative. The following section has been corrected: patient's weight, event date.

Event description:
No further event information available at the time of this report.